Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1350 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the device detached in two pieces into the patient's bed. A thoracic xray was taken and no device was found in the patient. It was stated there was no patient harm.